Event description:
Per the audiologist's report, this patient underwent a mastoidectomy, removal of the cochlear implant and flap reconstruction by a plastic surgeon in 2006. Reimplantation plans have not been reported to cochlear. The pt uses the cochlear implant in his contralateral ear.